Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl. Customer¿s current blood glucose level was 536 mg/dl. Drive support cap was normal. There was no air bubble or leak. Customer reports insulin exited at the quick release. Customer alleging the insulin pump because bolus was not bring down to blood glucose. The insulin pump will not be returned for analysis.